Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported unknown side of deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as fold flaw opening. Additional observations: ¿ crease fold observed on the device. ¿ wear abrasion observed on the device. ¿ white particles observed inside the device. No further actions are required as the device was implanted. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare provider reported right side deflation. Device has been explanted.

Event description:
Healthcare provider reported right side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, d6b, e1, e3, g2, h4, h6.